Event description:
It was reported that the insulin pump had an error alarm. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error as a result of a loose drive support disk.